Manufacturer narrative:
A4-a6: unk. H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5 -4.00/4.50/097 implantable collamer lens into a 19 year old patient's left eye (os) on (B)(6) 2024. The patient underwent bilateral implantation of icls. Concomitant products used intraoperatively include imipenem cilastatin injection, opegan viscoelastic and the msi injector system. Post-op medications included: steroidal, antibiotic and nsaid eye drops used hourly day 1 and 5x/day for 1 week following implantation. Toxic anterior segment syndrome (tass) was diagnosed (os). No diagnostic tests were performed. Last report on day 18 states that there were no problems with vision or symptoms, but mild fibrin and pigmentation were identified. The condition did not require treatment but required follow-up. In the reporter's opinion the cause of the event was unknown. The lens remains implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Additional information: h6: 3331-device history review: the device history records were reviewed and there were no non-conformities or deviations. Noted during the manufacturing of the lens that would have caused or contributed to the nature of this complaint. Based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Corrective and/or preventive actions are being addressed through CAPA-24-001 and this issue will continue to be tracked and trended as part of the normal device safety committee meetings and CAPA monitoring. (B)(4)